Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customers blood glucose level was 400 mg/dl and the current blood glucose level was 112 mg/dl at the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with insulin for high blood glucose level. Customer was assisted with troubleshooting. Customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.